Manufacturer narrative:
Submit date: 01/12/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The technical records indicate that the unit is under delivering outside accuracy limit.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of under/over deliver outside accurate limit. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.